Manufacturer narrative:
Submit date (B)(4) 2010. An investigation is underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a PICC. The customer reported that there is a hole in the secondary port just above where the soft catheter connects into the hard plastic hub. The PICC was pulled and replaced. The facility indicated that the placement date was unavailable. Pt status is unk.